Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. (B)(4) applies to lead only. (B)(4) applies to leads (lot#s unknown) only. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient thinks their leads moved. They also report feeing stimulation on the left side of their buttock and felt stimulation shoot toward their penis area and said stimulation was uncomfortable. The patient stated they had to turn stimulation up much higher and stimulation was in the buttock area, but not pulsing. The patient was switched to their right side, the event was stamped as "sales attention needed," and not resolved at the time of the report. Two days later, patient said stimulation feels awkward. Their controller says "cannot provide desired settings" message at 3.5 v. On (B)(6) 2017, patient says they are still unable to self void. They also have to press the up arrow twice in order for the screen to come up to unlock and change settings; the battery level is also showing 50%. Patient also stated they could not increase stimulation past a certain point without getting the message. As a result of the event, the patient was changed back to their left. The next day, the patient feels all hope is lost because they are still unable to self void; they have to strain to try and void. No further patient complications have been reported as a result of this event.